Event description:
On 21 january 2025, it was reported by a sales representative via email that an ar-3740sp-1, dbl loaded knotless ftak knee 1-pack was reported to have failed during use. This occurred on 21 january 2025 during a lateral extra-articular tenodesis. It was reported that whilst undertaking lateral extra-articular tenodesis procedure, the surgeon used ar-3710 to drill a hole for ar-3740sp-1 anchor which was implanted. After the iliotibial band was passed through the knotless loops of the anchor, the first black coloured suture limb was tensioned however during tensioning the limb which was being pulled snapped off in the surgeon's hand. Meaning that the first anchor loop could not be fully cinched. The case was completed successfully using only 1 of the 2 knotless loops to tie down the iliotibial band. There was case involvement.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.